Event description:
(B)(4). Started experiencing irregular heavy bleeding more than once a month (hadn't had any at all for approximately 2 years after having device placed), extreme fatigue, abdominal pain, frequent migraines and hair loss.